Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high sensing integrity counter (sic). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Duplicate report submitted: regulatory rep #: 3008973940-2017-01569. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient has had ongoing elevated sic count which physician is aware of. Previously extensive provocative testing in clinic and numerous chest x rays were performed. Consultation with physician, deemed no further action to be taken at this time as the lead continues to perform as programmed.